Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with non-sustained right ventricular oversensing (nsrvo) due to crosstalk. No changes were reported. The patient was recovering.